Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) representative regarding an external device. The reason for the call was for the past couple of months the communicator was not connecting to the handset. The handset was asking to enter the serial number. But the communicator did not seem to be charging. The lights were flashing when it was plugged in the wall. But when pt took the communicator out of the power cord, there were no lights, and the communicator would not power on. Pt rep also reported patient had been having a strong pulsing all over the body and it hurt. Before it was still bearable but now it had gotten stronger, and patient was getting chest pains. Pt could not sleep much because when patient turned the device on the pulsing got a bit strong and that was it. Pt rep said pt needs to adjust to get more comfortable. On the call instructed patient representative to press and hold the power button for 20-30 seconds and patient representative did not see any colors flash. During the call the manufacturer representative (rep) also reached out to the patient. A request was sent to repair to replace the communicator.